Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient reported pain in his penis and increased urgency. Additional information was received from the patient. Patient is disappointed because their trial isn't working for them. Patient isn't seeing 50% improvement in symptoms and they don't know if they have an infection or not. Stimulation was turned up to where they could comfortably feel it. Additional information was received from the patient. Patient's symptoms seem to be getting worse after having the evaluation put in. Patient was advised to feel stimulation to where its comfortable for him and was told it could be 24-48 hours before seeing any symptom relief. Additional information was received from the patient. Patient's therapy helped bowel symptoms, but irritated his bladder symptoms and he was miserable. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.